Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose reading of 735mg/dl. Troubleshooting was performed. The totals matched in the daily totals. The time on the insulin pump was correct. The alarm history revealed an error alarm. Ran a fixed prime and high pressure test and the device passed the tests. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.